Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead did become damaged beyond repair as a result of user error. During the normal device changeout for this implantable cardioverter defibrillator (ICD), the implanting physician neglected to loosen the distal setscrew on this ICD. The physician thought the rv lead was stuck, pulled on it, and as a result, the connector pin separated.

Manufacturer narrative:
The rv lead remains surgically abandoned and this ICD planned for return to boston scientific for analysis purposes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.